Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No medical records were received to confirm dislocation. One liner and head were returned and evaluated. Visual inspection of the head identified scuffing on the outer diameter. Visual inspection of the liner identified scuffing and a faint circular indentation around the lip. There was also damage caused by the locking ring to the liner. Dimensional analysis of the head was performed and identified to be within the print specifications. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # unk, stem, lot # unk, item # 11-163661, head, lot # 702590, item # unk, shell, lot # unk. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08196.

Event description:
It was reported that patient underwent a revision procedure approximately three weeks post-implantation due to dislocation. All products were revised. Attempts have been made and no further information has been provided.